Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device has burning odor. Patient alleged nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient alleged device has burning odor and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on july 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat, strange taste, device has a burning smell, nasal/ throat irritation or soreness, burning/ smoke/ electrical odor, strange odor related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed 2 missing nonskid pads from the bottom enclosure. An unknown dust like contamination was observed on the front panel, inlet of the blower box, bottom enclosure, blower box, blower, blower seal. Evidence of liquid ingress was observed on the blower and blower box. Dust like contamination was observed on the bottom enclosure. The p4 dc jack power connector was observed to have an unknown type of corrosion to it, likely due to liquid ingress, addresses the issue of liquid ingress to the p4. A keratin like substance was observed on the blower box outlet and the blower seal, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints.